Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to unknown reasons. A new reservoir was implanted.

Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to fluid loss. A new reservoir and cylinders were implanted. No adverse patient effects.